Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a test system to check for recognition and the instrument was successfully recognized. Engineering also observed the distal end of the main tube has various scratch marks on one side, a couple of which are deep enough to have removed material from the tube. Scratches are not aligned with the tube axis and are spaced relatively close together, therefore, scratches were likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the pk dissecting forceps instrument could not be recognized when inserted on the sterile adapter. No pt harm, adverse outcome or injury was reported.